Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated. The distal tip of the carrier tube was found to have had the bypass tube removed, exposing the anchor and collagen. The anchor was outside of the tube, and the collagen was found to have been swollen with blood. A small piece of thread was identified within the bypass tube. Functional testing was performed by reconnecting and re-deploying the device. The carrier tube hub was reconnected to the hemostasis sheath and moved into the forward lock position. The device was then re-engaged and set to the fully rear-locked position. The functional test was repeated multiple times, and it was found that the carrier tube hub was capable of separating from the hemostasis sheath during the rear-lock maneuver. Upon further inspection, a slight deformation was identified within the hemostasis sheath cap where the latches connect to the device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and a slight deformation was identified during the process. However, the deformation was unable to be confirmed to have contributed to the incident. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal deployment did not deliver, both when the operator attempted to pull back the angio-seal device, the device came out of the vessel and the patient. On the sample given there is a slit near the distal portion of the sheath as they used an 11 blade to open and confirm the angio-seal was in the sheath and not in patient. The second click was not achieved and consequently the angio-seal was able to be pulled out of the vessel. The patient condition was good. The procedure outcome was good. There was no equipment or other devices used with the reported product. Additional information 17september 2021: sheath size used was a 6fr. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. There was an issue with the insertion, deployment, or withdrawal of the device. No, a pre deployment angiogram was not performed. Patient condition was stable. Manual compression was performed. The procedure was a y90.